Manufacturer narrative:
UDI # and operator of device are unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the temperature sensor was not working. Additional information received per an interaction from the customer on 21 dec 2022: no further details available for this incident. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One device was returned for evaluation. Functional test was done where it was found that the temperature was not stabilizing. The temperature issue was due to a faulty thermistor. The device was not repaired, it was scrapped. A manufacturing device history review was not done as there was no manufacturing defect found during investigation. The device is beyond a year from the manufacturing date and a service history review identified that this device has not been in for service previously.